Event description:
It was reported that the patient arrived at the clinic with a damaged system controller and modular cable. Further inspection revealed that the equipment appeared to be wet. There were no alarms seen upon interrogation. Log files were submitted for review and prior to the driveline disconnect there were no unusual events recorded in the log file event history.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress in the heartmate modular cable was not confirmed. The heartmate modular cable was not returned for further analysis, and the customer did not provide photos of the reported event. Log files were reviewed under the controller investigation. The provided information indicated the equipment appeared to be wet, and there were no alarms seen upon interrogation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported fluid ingress was not conclusively determined through this analysis. There was no lot number or serial number provided by the customer to perform a design history record review for the modular cable. Heartmate 3 instructions for use (IFU) section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 6 also states to never submerge the driveline, modular connector, system controller, or any external system components (such as the power module, the mobile power unit, batteries, power cables, or battery clips) in water or liquid. Submersion in water or liquid may cause the left ventricular assist device to stop. Heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.